Event description:
After insertion of the device and retraction of the jacket, the contralateral pull wire became stuck in the hooks. The physician experienced a problem removing the wire from the hooks using the standard trouble shooting techniques. He proceeded to lower the device into the aneurysm sack. The wire was successfully removed from the hooks; however, the surgeon could not bring back the device to the desired suprarenal position for the deployment of the aortic attachment system. After several attempts, the surgeon decided to convert the pt to standard open repair. During the opon repair, the physician did a supra-celiac cross clamp, which occluded the renal arteries for the duration of the procedure. Upon completion of the open repair, the pt was placed on a ventilator in the ICU. Within the following six days post op, the pt developed acute tubular necrosis, their creatinine level went above normal levels and exhibited symptoms related to renal necrosis. The pt expired on october 12, 2000.